Event description:
Per the clinic, the patient was electively explanted on (B)(6) 2025, due to device non-use. The patient refused audiology follow-up, has not been seen for programming since (B)(6) 2017, and no longer wishes to have the cochlear implant. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.